Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with syncope during a vf episode. The device delivered a shock correctly and the patient passed out. Maximum energy shock rescued the patient. Bring dft down or adding hardware or a higher energy device was suggested. Changing shock energy output was unsuccessful. The device replacement was scheduled.